Event description:
Event description guidant received information that at 23.0 months post implant, this implantable cardioverter defibrillator (ICD) reached eri. Technical services recommended device replacement. It was reported that the patient did not wait for the explant procedure and went out of town. Upon replacement device was unable to be interrogated. The device was explanted and replaced with a new guidant ICD. The explanted device was returned to guidant for analysis.